Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the reported malfunction. The se replaced the oxygen sensor, which resolved the reported issue.

Event description:
It was reported that, during set-up, the ventilator's oxygen readings were low. There was no patient involvement.